Event description:
Customer reported during routine daily testing, the defibrillator keeps blowing fuses. No reported pt involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.